Event description:
According to the reporter: after 4 uses, the needle would not stay locked in. Opened a new device for the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. The needle did not fall into the pt's cavity.

Manufacturer narrative:
(B)(4).